Manufacturer narrative:
E1 - initial reporter establishment full name:(B)(6). The device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, a root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sheath's ceramic head comes off. The issue was observed during reprocessing. There were no reports of patient involvement.